Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The location of detachment was site location. The insertion site was right abdomen. No further information available.